Manufacturer narrative:
Unit received with button error alarm and had unresponsive buttons due to flattened (creased) act and down buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the buttons on the insulin pump are unresponsive. Button error alarm was also reported. Customer's blood glucose level at the time 180 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.